Manufacturer narrative:
The device involved in the event has not been returned; therefore, the event cause could not be determined. Correspondence has been sent out for return of the device. Once the device has been received and investigation completed. A supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the tip of the medtronic flow-directed microcatheter prematurely detached after removing it out from the protection hub. The patient was undergoing embolization treatment of arteriovenous malformation (avm). Access vessel and diameter was unknown.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, 5.0cm detachable tip was found to be detached from the apollo micro catheter. The detached tip will not be returned. Therefore, any contributing factors from the detached tip could not be assessed. As returned, it could not be determined if the usable and distal length of the micro catheter is within specification as the detachable 5.0cm tip was detached and not returned. Upon visual inspection, no irregularities were found with the apollo hub. Blood residue was found on the apollo hub. No bends or kinks were found with the apollo micro catheter body. The ldpe coupling tube overlap length was measured to be within specification. No other anomalies were observed. It is possible the tip became weakened during handling subsequently causing the tip to detach. Tip premature detachment (during navigation or re-positioning) can also be caused by detach joint ldpe overlap length too short. However, the detach joint ldpe overlap length was measured to be within specifications. However, the cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.